Manufacturer narrative:
This report is filed january 27, 2016.

Event description:
Per the clinic, the device was explanted (B)(6) 2015 as the device technology is no longer supported. During the same surgery, the patient was reimplanted with a new device.